Event description:
Drug/diluent: not applicable. Fill volume: not applicable. Flow rate: not applicable. Procedure: debridement of right subcostal "kocher" incision with 4 layered closure. Cathplace: no catheter. Physician called hot line to inquire what our sheaths are made of, stating he was asked by a peer review committee after a piece of sheath was retained during a procedure 3 months ago. Pt had not experienced any side effects to date. It is believed that a piece of sheath was retained in the rectus of the internal oblique. The physician was informed that it is made of high density polyethylene (hdpe). The surgeon stated that it was not a product failure, that the catheter was removed and an on-q was not attached to the pt.

Manufacturer narrative:
Method: model information and lot number were not provided despite numerous attempts. At this time, no product is available for eval. Results: without the actual product, a complete investigation cannot be conducted. As no lot number was reported, the device history record (DHR) cannot be reviewed. Conclusions: if additional information pertinent to this event become available, I-flow will submit a follow-up report. Information from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend information, or other analysis as appropriate.